Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: please provide the lot number and product code: unknown. Were there any patient consequences? Unknown. Procedure name? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. While sewing the wound. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.